Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The generator battery charger was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the image intensifier is not exposing and that a communication error message displayed on the 9800 system. No pt injury was reported.